Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis revealed this device had not reached elective replacement indicators while implanted. Microscopic visual inspection revealed no abnormalities. All seal plugs and set screws were normal. Impedance measurements were measured within normal limits. Next a series of extensive diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Normal device function was observed. Analysis concluded the device met specification.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device displayed end of life (eol) past an MRI scan was performed, however the battery charging voltage displayed beginning of life. An episode of ventricular fibrillation due to noise had been recorded, however a "no therapy message" was indicated. An internal technical service consultant was contacted regarding the battery longevity discrepancy and the no therapy message and provided information that exposure to an MRI can result in the declaration of end of life status. In addition, it was thought the message was due to the strong magnetic field causing an interference and may have prevent the device from charging. Past experience has observed the battery longevity could be recovered by performing two manual capacitor reforms and the battery would return to the battery status observed prior to MRI exposure. However, a decision was made to replace the device. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.